Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A broken symphysis plate was reported from (B) (6), no additional info was provided. Despite multiple attempts to elicit additional info, no info was received.